Event description:
It was later reported that, per an operative report from the pump replacement on 2014-(B)(6), the patient was awakened after placement of the bandages and transported to the recovery room in good condition. It was noted that blood loss during the surgery was minimal.

Event description:
Approximately 1 week after a pump replacement and catheter revision (see manufacturer¿s report # 3004209178-2014-11707), the patient died from a pulmonary embolus. The device system was delivering gablofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was later reported that the pump was placed pectorally. The patient had no health issues, other than multiple sclerosis (ms). The patient did not have any anticoagulation issues and was not on any blood thinners. Medical records were unable to be obtained, however it was reiterated that the patient was healthy other than having ms. The patient death was unexpected. A copy of the autopsy was unavailable. The medical investigator that was on scene stated that the patient death was likely related to the pulmonary embolism. However, it was unknown to the reporter if this was the final ruling. There was no witness to the patient death and there were no post-surgical complications.